Manufacturer narrative:
As received, a complete lead was returned. Electrical tests did not reveal any shorts or discontinues on any of the conduction paths. Dimensional analysis found the connector boot was measured to be within product specifications. The lead could be inserted into the test device and removed without difficulty. Examination did not reveal any anomalies with the exception of procedural damage.

Event description:
Hold for tc 4.30.21.